Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during testing, there were multiple call service (cs 052) alarms observed in the black box and were emitted shortly after powering on the pump. Unrelated to the original complaint, it was noted that the display was dim and discolored when powered on. Moisture was visible in the display and a crack was noted near the top right corner of the display. A leak test was performed and it was confirmed the pump was leaking from this crack. The pump case was opened and further moisture contamination was found on the printed circuit board. (B)(4).